Manufacturer narrative:
Submit date: 6/27/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports: a particulate was found in one (1) of covidien¿s 6 ml ll syringes.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reports: a particulate was found in one (1) of covidien¿s 6 ml ll syringes.¿ a review of the device history record (DHR) for the reported lot number 1802986064 indicates product and specification requirements were met. A lot cannot be released unless it passes all quality and conformance requirements. Control mechanisms are in place to maintain product quality. These include, but are not limited to: material verification/certification processes, dimensional specifications, machine maintenance requirements and personnel training/certification. No adverse conditions, special circumstances, or events were documented that may have led to the reported event. The 60ml syringe, luer lock tip, is manufactured by an external supplier. The processing site operations consist only of the assembly (pick and place) into the operation tray. The condition reported did not occur during the assembly manufacturing process. One (1) photograph was provided for evaluation. According to the image, the issue was observed as cardboard contamination in the syringe. A complaint notification was sent to the supplier to initiate the investigation of root cause. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.